Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the tip of the harmonic ace (ha) instrument broke and fell inside the patient. The customer retrieved the fragment and used a backup ha instrument to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the operating room nurse and obtained the following additional information: all fragments were retrieved during the same procedure. The issue occurred shortly after the instrument was in use. The instrument was inspected prior to use. The surgeon was dissecting tissue when the tip of instrument broke inside the patient. The surgeon did not notice any issues with the functionality of the instrument. The instrument did not collide with any other instruments or other hard material during the procedure. The instrument was never removed from the patient prior to the breakage. Upon the final removal of the instrument, the wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula or to the instrument after the event occurred. There was no injury to the patient. The patient has not returned to the hospital due to any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.18 from the base. Broken piece was not returned. Any inadvertent contact with staples, clips, or other instruments while the blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. Isi received a video clip of a da vinci-assisted surgical procedure. A review of the video clip was conducted by an isi clinical development engineer (cde). The following additional information was provided: it was difficult to see how the harmonic ace instrument was used prior to the failure. It is also hard to tell how close the tips of the harmonic ace were to the prograsp forceps behind it because the video is in 2d (as opposed to the 3d viewer that the surgeon would have). However, it is possible that the harmonic ace was activated while the blade was making inadvertent contact with the prograsp forceps. This may lead to the formation of cracks in the blade that could lead to the failure observed.